Event description:
Reference number (B)(4). Event country in the unknown it was reported that the patient experience high blood glucose with 332 mg/dl value due to the bent cannula in a use of day one and the event occurred on (B)(6) 2026. No further information available.